Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Sam350p with a dead battery. The expiration date is 2020-12-01. No patient involvement.

Event description:
Sam350p with a dead battery. The expiration date is 2020-12-01. No patient involvement.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The pad-pak (lot# j0008 2020-12-01) history record was reviewed, which showed the returned pad-pak as 1 of 214 manufactured on the (B)(6) 2016, 211 of which were ship to heartsine inc on the (B)(6) 2016. All pad-paks were subject to battery voltage testing on the (B)(6) 2016, with no recorded fails. Upon receipt the returned pad-pak was found to be significantly depleted, as per the reported fault. The investigation revealed that each cell in the pad-pak was uniformly depleted, indicating that they had become depleted by an external load. No fault or excess current drain was identified on the sam 350p or returned pad-pak that would have resulted in the depletion of a pad-pak prior to its expiry date. The integrity of the membrane, led drive circuitry and pogo pins were verified by measurement during the investigation. The device was stressed tested at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. The device recorded consistent voltages throughout this stress testing and displayed no faults. Information from the history log showed that after the (B)(6) 2017, no self-tests were performed for approximately 19 months, which would indicate a pad-pak had not been installed within the returned unit during this period. Upon reinstallation on the (B)(6) 2018, a significant decrease in battery voltage was observed, which would indicate the pad-pak had depleted over this period. The device then began to fail self-tests due to low battery from the (B)(6) 2019. The depletion of the pad-pak could relate to an issue with the storage conditions of the pad-pak during the above period or could have been due to installation within a different device. However, this could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.